Manufacturer narrative:
This medwatch report is for the coaguchek s system used. (B)(4).

Event description:
Caller reports that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 5.0 inr/3.5 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.